Event description:
The user facility reported a 72-year-old patient (unknown gender) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp support was ongoing when the pump came out of position. The pump's fixing ring had not been tightened. The cp was removed and replaced. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, touhy-borst was not tighten during time of positioning issue. The root cause of the positioning issue was loose touhy-borst related, based on given clinical details.